Manufacturer narrative:
Analysis of the software 9733763 synergy cranial s7 (unknown serial/lot #) found insufficient information. At least three documented attempts have been made to retrieve system checkout with no additional information made available. This case may be re-opened if additional information is received. Product event summary #s7 cranial-reported inaccuracy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after registration and checking accuracy, the site removed the frame and went sterile. After going sterile they placed the new frame and were unable to see 2d images when probe was placed on patient or on patient reference. They would re-center, but every time they went to navigate the anatomy would "disappear". They navigated around the patient reference and were able to see some anatomy. Site claimed that there was no drape stuck under patient reference nor was the patient reference put on incorrectly unsterilely or sterilely. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.